Event description:
It was reported that there was an alert triggered and it was determined that the alert was a result of an out of range pace lead impedance measurement. Pace impedance trend data shows that the right ventricular (rv) lead has gone greater than 3000 ohms, 2 times. The patient was referred to an electrophysiologist. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was an alert triggered and it was determined that the alert was a result of an out of range pace lead impedance measurement. Pace impedance trend data shows that the right ventricular (rv) lead has gone greater than 3000 ohms, 2 times. The patient was referred to an electrophysiologist. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.